Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while inserting the transseptal needle into a competitor sheath, before the needle and sheath entered the patient, "a lot" of particles came off the sheath. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the transseptal needle, ep003994s with lot number 210633588, was returned and analyzed. The needle had no particles visible on it. The needle appeared normal and the shaft was slightly bent, damaged at procedure. It is plausible that skiving occurred as there is a compatibility issue with the needle and a competitor sheath. The cause of the issue was not established. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lead accessories were returned and analyzed and no anomalies were found. The competitor sheath was not returned; therefore its condition is unknown. The needle returned has no particles visible on it, photo taken. The needle appears normal. Shaft is slightly bent, damaged at procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.